Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was accidentally damaged, resulting in a cracked screen, while blood glucose remained unaffected and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.